Event description:
A pt's daughter reporeted the following info: (1) after filling a portable liquid oxygen unit from the companion stationary unit, the units froze together at the quick connects. (2) while frozen together, she (the daugher) disengaged the portable unit, causing the stationary unit quick connect to freeze open and leak liquid oxygen. (3) she rolled the stationary unit outside while it was leaking, which resulted in liquid oxygen leaking onto her hands. (4) she went to the ER where she was treated for 3rd degree cold injury burns. (5) she received ongoing treatment for her injuries. (6) to date, she has not retained 100% feeling in one hand.